Event description:
During a coronary drug euluting stent treatment procedure, the catheter shaft broke. While the physician was attempting to place the taxus express2 2.5 x 16 mm drug eluting stent in a highly stenotic and calcified lesion in the lad, the shaft of the catheter broke. It was noted that the shaft was kinked prior to the catheter fracturing. No pt injuries or complications were reported. The clinical outcome and patient status were reported to be "good."